Event description:
It was reported that a patient received inappropriate shock for atrial fibrillation with rapid ventricular rate. The patient was otherwise asymptomatic. No other anomalies were seen. No device parameter changes were performed; the physician adjusted the medication.